Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). A right ventricular (rv) lead integrity warning occurred on (B)(6) 2015 for 2 or more non-sustained ventricular tachycardia (nsvt) episodes and sensing integrity counter sic greater than 2400. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Beginning (B)(6) 2015, 1859 ventricular sensing integrity counts (sic) were recorded; nsvt and ventricular fibrillation (vf) detected episodes with lead noise oversensing were observed. Vf detected episodes with inappropriate shocks were recorded. Product event summary: this device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance, noise and oversensing due to fracture, resulting in the patient receiving inappropriate high voltage therapy. Oversensing was also noted to have led to pacing inhibition and asystole. The lead was programmed off until it could be capped and replaced. No further patient complications have been reported as a result of this event.